Event description:
Complainant alleged that the clinicians twice attempted to defibrillate a pt (age and gender unk) who was in cardiac arrest, but that the device would not discharge on both attempt's to shock the pt at 200 joules. The clinicians were able to obtain another device to successfully defibrillate the pt. The complainant indicated that there was no adverse effect on the pt as a result of the reported malfunction.